Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a. The healon is not an implantable device. If explanted; give date: n/a. The healon is not an implantable device; therefore, not explanted. (B)(6). The healon is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crust in the viscoelastic material after injection into the patients eye. This occurred in 3 out of 8 patients. Through follow-up we learned that the crusted material was aspirated during the initial procedure, no issues reported and no secondary procedure required. This report is for the first of three unidentified patient and separate reports will be submitted for the other two patients. No additional information was provided.